Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing and noise was observed on the ra lead. Patient was asymptomatic. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient is doing well.